Event description:
It has been reported that a revision surgery was performed due to disassociation of the poly from the metal backed patella. The part and lot numbers on the patella components were not visible.